Manufacturer narrative:
Resubmission of follow-up report as per FDA on 7/28/20. The submission of the follow-up report contained typo in the manufacturer's report #. This report is being submitted as a correction to 2240869-2016-49181. Correct report is # 2240869-2016-46181-1 during the investigation of the event it was discovered that the transformer and the pcb were already wired when delivered by the supplier company. Therefore, the siemens engineer received a defective part and no error was conducted on his part. Siemens is currently checking the spare part stock regarding this issue. No other systems in the field are affected by this issue as no system start up is possible with incorrectly wired cables. The investigation is on-going and another supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
It is assumed that the engineer wrongly crossed the two cables during the service event as the system would not function in these conditions. Further information was requested for investigation. A supplemental report will be submitted if additional information becomes available. This report was submitted july 11, 2016. (B)(6).

Event description:
While servicing siremobil compact l system, siemens service engineer received an electrical shock. Upon a closer inspection it was determined that two cables were incorrectly connected (t2-31 crossed over t2-1). There are no injuries attributed to the event. The reported event occurred in (B)(6).